Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Excessive internal leakage was reported. Our field service engineer found that the expiratory channel printed circuit board (pcb) was malfunctioning. After the expiratory channel pcb was replaced, the ventilator passed functional tests and safety checks according to factory specifications and was cleared for clinical use. No part was returned. The evaluation of received device logs shows failed pressure transduce tests on 10/16/2019 during service. Associated codes suggest firstly an issue with the expiratory cassette, expiratory valve coil or air gas module nozzle unit. Leakage in the patient circuit may, depending of the degree of leakage, cause insufficient ventilation or, as a worst case scenario, stop of ventilation. The conclusion in this matter is that the expiratory channel pcb was replaced which resolved the problem with the reported internal leakage. As no part was returned for investigation, the root cause couldn't be determined.